Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the sample for investigation. Of the data provided, erroneous ft4 and ft3 results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(4) for information on the ft4 erroneous results. Refer to the data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was 13(B)(4). The ft3 reagent lot number used at the investigation site was 183221 with an expiration date of 01/31/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.